Event description:
Reporter alleged obtaining discrepant back to back blood glucose results of 187 mg/dl back to back with a result of 62 mg/dl when testing was performed within 9 minutes of each other on the compact plus system. Reporter stated he was not experiencing any hypoglycemic or hyperglycemic symptoms during the time of testing. No actions were reported taken or treatment was received. A request was made for the return of the suspect device and replacement product was sent.